Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 430 mg/dl. The customer was treated with the insulin pump. The customer stated that he trying to calibrate the sensor and the blood glucose isn't reading over to the insulin pump. The customer was advised to contact bayer to troubleshoot the meter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.